Manufacturer narrative:
The device has been received for analysis. Analysis of the returned sheath found the external and internal valves were both torn by their center slit, which can compromise the valves' ability to seal pressure and fluid within the sheath. This defect is capable of causing the visible air bubbles/air ingression into the sheath, resulting in the occurrence of this event. Device history record (DHR) review: the DHR for cl13836 was reviewed. There was no indication that a deviation or nonconformance associated with the manufacturing process contributed to this event. Additional review is not required. Risk review: a risk review was performed referencing an inadequate valve seal. The maximum severity associated with this event is a 2 based on the information provided within the event description. The sheath was replaced, and the procedure was completed without patient complications. Additional review is not required. Labeling review: there is no evidence this device was used in a manner inconsistent with the labeled indications. Additional review is not required. The "cause traced to device design" conclusion code was assigned to the allegations of "visible air/bubbles". Tears were found on both the external and internal hemostatic valves by their center slit, compromising the valves' ability to seal pressure and fluid within the sheath.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulse field ablation. Once the farawave catheter was inserted into the faradrive sheath, during aspiration air was noted. Firstly the catheter was removed and aspiration no air was noted. However, upon reinsertion of the catheter, air was noted again. No leak in the sheath nor any air was in the patient. Standard flow rate was used for irrigation. Nothing was inserted into the sheath other than versacross dilator. Thus the sheath was replaced with another same model sheath and the procedure was completed successfully. No patient complication was reported. The device has been received at boston scientific post market laboratory.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulse field ablation. Once the farawave catheter was inserted into the faradrive sheath, during aspiration air was noted. Firstly, the catheter was removed and aspiration no air was noted. However, upon reinsertion of the catheter, air was noted again. No leak in the sheath nor any air was in the patient. Standard flow rate was used for irrigation. Nothing was inserted into the sheath other than versacross dilator. Thus, the sheath was replaced with another same model sheath and the procedure was completed successfully. No patient complication was reported. The device is expected to be return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.